Event description:
It was reported the high flow insufflation unit's intra-abdominal pressure did not rise to the set value during a laparoscopic cholecystectomy procedure. There was a delay (<30 minutes) as a result of the reported event. The procedure was completed by replacing the device with a competitor's device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the event could not be reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information